Event description:
Reference MDR #1219856-2009-00464 for the first event involving same pt. It was reported by the sales representative in 2009 at 18:20h, a call was received from the chief of perfusion. There was a male pt in cath lab, who required an intra-aortic balloon (iab) & iab pump. Insertion of the device was without incident. As pumping was initiated, pump alarmed "purge failure." Perfusionist on site could not initiate pumping & as a result, pump was exchanged. Iab with the sheath was also removed from pt. The second device tray was opened & iab was inserted without incident. The exact same issue that occurred with first pump occurred with second pump "purge failure alarm." Per the perfusionist, again pumping could not be initiated & as a result, iab cath removed with sheath. The duration of this event involving the two pumps & two iab was approximately 45 minutes. The pt expired. Reference MDR #1219856-2009-00462 and MDR #1219856-2009-00463 for first and second pump related reports involving the same pt.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.